Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/15/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/15/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported that a (B)(6)-year-old female patient underwent an primary breast augmentation with a 250cc mentor memorygel breast implant and was presented with right capsular contracture; baker grade IV. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502004bc; serial number (B)(4) on the right side, and with catalog number 3502004bc; serial number (B)(4) on the left side on (B)(6) 2019.